Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. Device evaluation of electrode belt sn (B)(4) has been completed. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor: 10/12/2015, electrode belt: 2/21/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021 while wearing the lifevest. It was reported that the patient was in the hospital and unconscious at the time of passing. Review of the patient's download data revealed that prior to passing, the patient received five inappropriate treatments from the lifevest. At 01:39:10, an arrhythmia was detected by the lifevest. The patient's rhythm was asystole with CPR and motion artifact. At 01:40:11, the patient received the first treatment from the lifevest. The patient's rhythm at the time of the treatment and post-shock was obscured by CPR and motion artifact. At 01:40:34, the patient received the second treatment from the lifevest. The patient's rhythm at the time of the treatment was obscured by CPR and motion artifact, and the post-shock rhythm was asystole with CPR and motion artifact. At 01:41:20, the patient received the third treatment from the lifevest. The patient's rhythm at the time of the treatment was obscured by CPR and motion artifact, and the post-shock rhythm was asystole with CPR and motion artifact. At 01:41:47, the patient received the fourth treatment from the lifevest. The patient's rhythm at the time of the treatment was obscured by CPR and motion artifact, and the post-shock rhythm was asystole with CPR and motion artifact. At 01:42:14, the patient received the fifth treatment from the lifevest. The patient's rhythm at the time of the treatment was obscured by CPR and motion artifact, and the post-shock rhythm was asystole with CPR and motion artifact. Oversensing of low amplitude cardiac signal and CPR/motion artifact contributed to the false detection. The response buttons were not pressed during the event. The patient remained in asystole with CPR and motion artifact. The electrode belt was disconnected at 02:12:48. There is no indication that the lifevest caused or contributed to the patient's passing as the patient was in a non-life-sustaining rhythm prior to the treatments.